Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and autoimmune disorder ("autoimmune-like symptoms") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), migraine ("migraines"), hormone level abnormal ("hormonal changes"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy to remove the essure device). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the abdominal pain, autoimmune disorder, dysmenorrhoea, migraine, hormone level abnormal, dyspareunia, abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, autoimmune disorder, dysmenorrhoea, dyspareunia, hormone level abnormal and migraine to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("unusual bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (ess205) (batch no. 12269268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia, stress incontinence, urethral hypermobility, uterine bleeding and endometriosis externa. Concomitant products included bupropion for depression as well as ibuprofen and paracetamol (tylenol). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced back pain ("back pain"). In 2008, the patient experienced pelvic pain ("pain/ pelvic area"), abdominal pain lower ("cramping") and dyspareunia ("painful intercourse"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2010, the patient experienced pain in extremity ("hands/ fingers pain") and migraine ("migraines"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("unusual periods"), abdominal distension ("bloating"), hormone level abnormal ("hormonal changes") and arthralgia ("joint pain"). The patient was treated with hydrocodone, tramadol and surgery (laparoscopic total hysterectomy, bilateral salpingectomy,). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abdominal pain, autoimmune disorder, back pain, pelvic pain, abdominal pain lower, dysmenorrhoea, menstrual disorder, abdominal distension, pain in extremity, migraine, hormone level abnormal, dyspareunia and arthralgia outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menstrual disorder, migraine, pain in extremity and pelvic pain to be related to essure (ess205). The reporter commented: insertion details: three to four coils on both the sides. Underwent excision of endometriosis, tvt obturator- abbrevo suburethral sling, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: negative on (B)(6) 2015 surgical pathology test revealed, benign proliferative endometrium. Benign myometrium with adenomyosis. Benign right and left fallopian tubes.no ovaries identified concerning the injuries reported in this case, the following one were described in patient¿s medical records: dysmenorrhea, dyspareunia, lower back pain, pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("unusual bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (ess205) (batch no. 12269268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia, stress incontinence, urethral hypermobility, uterine bleeding and endometriosis externa. Concomitant products included bupropion for depression as well as ibuprofen and paracetamol (tylenol). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced back pain ("back pain"). In 2008, the patient experienced pelvic pain ("pain/ pelvic area"), abdominal pain lower ("cramping") and dyspareunia ("painful intercourse"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2010, the patient experienced pain in extremity ("hands/ fingers pain") and migraine ("migraines"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("unusual periods"), abdominal distension ("bloating"), hormone level abnormal ("hormonal changes") and arthralgia ("joint pain"). The patient was treated with hydrocodone, tramadol and surgery (laparoscopic total hysterectomy, bilateral salpingectomy,). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abdominal pain, autoimmune disorder, back pain, pelvic pain, abdominal pain lower, dysmenorrhoea, menstrual disorder, abdominal distension, pain in extremity, migraine, hormone level abnormal, dyspareunia and arthralgia outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menstrual disorder, migraine, pain in extremity and pelvic pain to be related to essure (ess205). The reporter commented: insertion details: three to four coils on both the sides. Underwent excision of endometriosis, tvt obturator- abbrevo suburethral sling, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: negative. On (B)(6) 2015 surgical pathology test revealed, benign proliferative endometrium. Benign myometrium with adenomyosis. Benign right and left fallopian tubes.no ovaries identified . Concerning the injuries reported in this case, the following one were described in patient¿s medical records: dysmenorrhea, dyspareunia, lower back pain, pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs and medical record received. Reporter's information updated and lot number added. Events added: unusual bleeding, cramping, unusual periods, joint pain, hands/fingers pain and back pain. Outcome of event unusual bleeding was updated to recovered/resolved. Concomitant drug, concomitant diseases and lab data were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("unusual bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (ess205) (batch no. 12269268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hand pain. Concurrent conditions included menorrhagia, stress incontinence, urethral hypermobility, uterine bleeding, endometriosis externa and carpal tunnel release. Concomitant products included ibuprofen from (B)(6) 2008 to (B)(6) 2013 for pain, thyroid since (B)(6) 2008 for thyroid disorder nos as well as paracetamol (tylenol) since (B)(6) 2007. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced back pain ("back pain"). In (B)(6) 2007, the patient experienced arthralgia ("joint pain"). In (B)(6) 2008, the patient experienced abdominal pain lower ("cramping") and dyspareunia ("painful intercourse"). In 2008, the patient experienced pelvic pain ("pain/ pelvic area"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2010, the patient experienced pain in extremity ("hands/ fingers pain") and migraine ("migraines"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("unusual periods"), abdominal distension ("bloating") and hormone level abnormal ("hormonal changes"). The patient was treated with bupropion, hydrocodone, tramadol and surgery (laparoscopic total hysterectomy, bilateral salpingectomy,). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abdominal pain, autoimmune disorder, dysmenorrhoea, menstrual disorder, abdominal distension, pain in extremity, migraine, hormone level abnormal, dyspareunia and arthralgia outcome was unknown and the genital haemorrhage, back pain, pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menstrual disorder, migraine, pain in extremity and pelvic pain to be related to essure (ess205). The reporter commented: insertion details: three to four coils on both the sides. Underwent excision of endometriosis, tvt obturator- abbrevo suburethral sling, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: negative. On (B)(6) 2015 surgical pathology test revealed, benign proliferative endometrium. Benign myometrium with adenomyosis. Benign right and left fallopian tubes. No ovaries identified the confirmation test occurred in approximately (B)(6) 2006. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: dysmenorrhea, dyspareunia, lower back pain, pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: plaintiff fact sheet received. Event outcome updated for pain cramping & bleeding. Historical & concomitant condition & drugs were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.